Event description:
The customer tested her blood glucose and received a reading of 426 mg/dl using her contour meter. She retested using another meter and received a reading of 198 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.